Event description:
A nurse reported that during surgery a knife was noted to be blunt. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review, and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).